Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: it is unknown/unanswered if there were delays to the start of pre-cleaning. The customer flush the elevator wire channel with detergent solution. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿unknown¿. The endoscope presoak in the detergent solution. The forceps elevator was brushed is noted as ¿unknown¿. Facility noted no abnormalities on the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope, forceps adjustment was malfunctioning. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found a foreign body adhesion. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device was insufficiently cleaned, the adhesive on bending section cover or distal sheath rubber had a chip, and a presence of a white clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.